Manufacturer narrative:
Concomitant products: product ID: b3400060, serial#: (B)(4), implanted: (B)(6) 2021, product type: extension. Other relevant device(s) are: product ID: b3400060, serial/lot #: (B)(4), ubd: 05-nov-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). It was reported they have bowstringing (scar tissue surrounds extension and causes patient to feel tension- pt said they discovered the bow stringing almost immediately after getting the device, pt said at first it just felt uncomfortable but now it's become painful) and the healthcare provider (hcp) was going to be doing a revision because the wires on their head hurt. The pt said the last week or two had been so painful that they asked hcp if they could just turn their therapy off to see if it was the stimulation causing the pain. Pt turned therapy off for a week and pt had a seizure so they decided to turn the therapy back on and discovered it was not the stimulation causing the pain because there was no difference in pain with the deep brain stimulation (dbs) on vs off. Pt said where leads met extensions behind ear was the most painful spot. Pt said they wore glasses that sat right on top of the lead/extension junction and this made it even more painful . Pt said that if they moved their head a certain way the whole implant would move up. They said the hcp told them they were going to move implant battery up more towards clavicle, pt didn't know if extension was going to be removed and replaced or what exactly hcp was going to be doing during the revision surgery. The circumstances that led to the reported issue were asked but unknown. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID b3400060 lot# serial# (B)(6) implanted: (B)(6) 2021 product type extension product ID b3300542m lot# serial# (B)(6) product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who reported that the handset had been showing implant battery life at 11 years. The patient then had their revision surgery for the bow stringing and all of a sudden, right after the revision, the implant battery showed 9 years. Now 2 weeks post revision surgery, the implant battery went to showing 8 yrs. The patient said no settings have been changed on the percept. The patient called to ask why battery life was being impacted. The patient asked what a battery replacement surgery would be like when their percept implant ran out of battery life, and the patient then said the most painful part of dbs surgery was getting the initial implant battery put in their chest and they still had bruising from that. The patient said during the revision the surgeon had carved bone out of their skull to make the extension lay flatter because the patient wears glasses and they were having pain from the glasses sitting on the area the extension was. The patient said they still felt pain all the time where their right lead right where it enters their head was but the surgeon didn't want to touch the leads because they didn't want to mess with anything in the patient's brain. The patient has post op follow up appointment with neurosurgeon today and appointment with programming epileptologist on 07-sep-2022. The patient said that from the doctors notes it would seem like the revision surgery fixed their issue (surgeon said they tried to lengthen extension and make things "less bow stringy" but moving the battery up and over" but to them it hadn't because whenever they would move their neck they still felt tightness). The patient mentioned when they were writing down the case number from call that their hands don't work right so they could not read their own handwriting easily. The patient also mentioned today was first time they've remembered to log their events in the last week or two.